Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the nurse experienced the needleless valve sticking down 3-5 seconds after disconnecting from the port-a-cath in the outpatient infusion and treatment center. The customer states there was no leak and no patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint of maxplus valve stick down could not be confirmed due to the product was not returned for failure investigation. The customer provided a photo of the maxplus however the valve stick down could not be observed.

Event description:
It was reported that the nurse experienced the needleless valve sticking down 3-5 seconds after disconnecting from the port-a-cath in the outpatient infusion and treatment center. The customer states there was no leak and no patient harm.